Manufacturer narrative:
Additional information: through follow up, it was reported that the replacement lens was a monofocal lens. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and there were no related nonconformity reports. The product was manufactured and released according to specifications. A search on complaints revealed no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zma00 20.0 diopter intraocular lens (iol) was explanted from a female patent's right eye (od) due to a subluxation of the lens. Through follow up it was confirmed that the patient was experiencing subluxation of the lens od (decentered superotemporal). Patient also experience pain, foreign body sensation, blurry vision, light sensitivity and halos on her right eye. These issues have affected her daily activities. Visual acuity right eye: sc 20/50 (sans corrected) ph 20/40 (pin hole). Visual acuity left eye: sc 20/50 phni (pin hole no improvement).